Event description:
The customer stated the rubella calibration failed with error code 1111: m-cal 1 check too high, rubella g, on the axsym analyzer. The customer replaced the calibrator; however, the calibration continued to fail. The abbott customer technical advocate sent the customer replacement calibrators. A f/u with the customer indicated the new calibrators recovered a successful calibration, but the controls (especially the negative control) were shifting upward. No impact to pt management reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.